Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that there were high impedances intra-op stating electrodes 0<(>&<)>3 were over 4000 ohms and a total of 7 impedances over 4000 ohms. Electrodes c<(>&<)>0, c<(>&<)>1, 0<(>&<)>1 were reported to be normal. Despite program adjustments there was no bodily response. The healthcare provider (hcp) cleaned the lead and made sure the setscrew was tight, but the hcp then decided to replace the ins was another. The rep mentioned that it too the hcp 12 turns to tighten the setscrew. In follow-up communication the rep indicated that the patient was intra-op due to normal battery depletion. No patient symptoms were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as the manufacturing representative reported the serial number of implant. Impedances issue had been resolved as new ins (lot #njy326303h) was implanted and had no issues. Patient's weight was still unknown. They had the device and will be returned.